Event description:
Additional information was received which indicated the pacemakers outputs were reprogrammed. The patient's infection was not related to the implanted system as they had urosepsis. The patient was in multiple organ failure and passed away due to the infection. This pacemaker system was electrically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker patient experienced an infection/sepsis. A central line was placed and the patient became bradycardic. The right ventricular (rv) lead exhibited loss of capture on telemetry however, there were no stored episodes in the device. It was noted the thresholds were 2.9v with a programmed 3.5v on the device trend. The thresholds would be programmed to a higher output. All other measurements were within normal limits. This pacemaker remains in service. No additional adverse patient effects were reported.